Event description:
It was reported that a follow-up appointment, a significant decrease over the course of one year was observed from 4.5 years to 2.5 years remaining battery longevity from this implantable device. The field representative will provide the device data to boston scientific technical services for review. At this time, the device remains implanted and in-service. No adverse patient effects were reported.